Manufacturer narrative:
A visual inspection and dimensional analysis were performed on the returned device. The reported retraction problem was unable to be confirmed as it was related to circumstances of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and analysis of the returned product, it may be possible that the reported retraction problem resulting in unexpected medical intervention was due to an excessive embolic load causing resistance; however, this could not be confirmed. As a result, an unspecified guiding catheter was used with the retrieval catheter to successfully remove the device. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous internal carotid artery. The emboshield nav6 embolic protection system, was used; however, when attempting to retrieve the filter, resistance was felt with the retrieval catheter and a guiding catheter was used to remove the device. There was no adverse patient effects and clinically significant delay in the procedure. No additional information was provided.